Manufacturer narrative:
The purpose of this investigation is to evaluate the reported issue of tip damage. Visual inspection of the attached images confirmed the reported issue. Based on the details provided, a l2-l4 posterior fusion was completed on (B)(6) 2025 with creo implants. Fusion was achieved, so a revision surgery was completed on (B)(6) 2026 to remove the implants. During the revision surgery, the driver tip fractured when loosening the right l2 locking cap. Due to the inability to replicate surgical conditions, the exact cause of the failure cannot be determined. The overall risk of the system has been maintained and there is no further investigation required.

Event description:
It was reported on (B)(6) 2025 the patient underwent a spinal procedure to fix l2/3/4 using creo. On (B)(6) 2026, the bone fusion was complete, so the removal surgery was performed. Intraoperatively, when the surgeon attempted to loosen a locking cap at right l2, the tip of driver fractured. The surgeon commented that some fragments may remain inside the patient body.